Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 38 stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. The proximal side of the stent was damaged with proximal stent struts 1 and 2 pulled distally and lifted. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04-oct-2019. It was reported that stent difficulty positioning was encountered. The 95% stenosed, 38mmx3.00mm target lesion was located in the severely tortuous and severely calcified right coronary artery. Following a pre-dilatation of a 2.0x15 balloon catheter, a 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not position in the lesion part due to occlusion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.